Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 ("other" was inadvertently selected in the initial medwatch). G3: (the g3 of the initial medwatch should have been 11 apr, 2024 and not 12 apr, 2024, as initially reported). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two year, since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was confirmed. The foreign material was presumed to be simethicone. However, the root cause of the material remaining in the device could not be determined. There was no damage to the area where the foreign material was detected. And there were no deviations identified, with the reprocessing performed. The event can be detected/prevented, by following the instructions for use, which state: IFU states, the detection method in gif-ez1500, operation manual chapter 3: preparation and inspection. IFU states, the preventive measures in gif-ez1500, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Foreign matter was also observed, in the air/water tube, during evaluation.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water cylinder had foreign objects. There were no reports of patient involvement.